Manufacturer narrative:
The leads and the ICD were returned and subjected to an extensive analysis. The memory content, as well as the therapeutic functionality of the ICD, were inspected. In the available iegms, the occurrence of noise was observed in the right ventricular as well as the farfield channel. However, a thorough analysis of the ICD proved the device to be fully functional. The inspection of the fragmented setrox and linox leads demonstrated insulation damages consistent with lead to lead abrasion. These damages can be considered to be the root cause of the artifacts noted in december 2018, as mentioned in the complaint description. The visual inspection of the plexa lead revealed a rubbed through insulation between 19cm and 21cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was damaged in this region. These findings most likely let to the reported artifacts in august 2019. Based on the characteristics of the damages, it is reasonable to assume that the plexa lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator housing. Diagnostic images clarifying this assumption were not available. The manufacturing process for the three leads and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data or the device become available.

Event description:
It was reported that 8 months after the implantation oversensing occurred.